Event description:
It was reported the intraocular lens, intended for use in the capsular bag, was placed in the sulcus after an anterior vitrectomy. This lens was removed and replaced with an anterior chamber lens.

Manufacturer narrative:
Half of an intraocular lens optic was received, precluding analysis. No other complaints for product manufactured in this lot have been received. The results of our investigation reasonably suggest this event is not manufacturing related.